Manufacturer narrative:
The mcs tip cover accessory involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. No image or video clip for the reported event was submitted for review. A system log review was not performed since there is insufficient or unconfirmed product/event information. This complaint is reportable due to the following: the mcs tip cover accessory was damaged with a hole in an unspecified area of the side. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no patient injury reported as a result of this issue, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted adrenalectomy surgical procedure, a hole in the side of the monopolar curved scissors (mcs) tip cover accessory was identified. A backup accessory of the same type was used and the procedure was completed with no reported injury. The tip cover accessory, when used as intended, provides insulation over a section of the endowrist monopolar curved scissors instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The middle area of the mcs tip cover exhibited localized melting, which is indicative of arcing. The hole observed appears to be thermal damage. The root cause was typically attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.